Manufacturer narrative:
Complaint allegation is not confirmed. Visual inspection noted that the eyelet of the suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, was broken off, and a piece of the base remains inside the shaft. The suture was frayed around the eyelet. No issues were identified with the peek screw. Functional testing was not performed due to the damage to the device. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, the anchor broke during insertion. This was detected during an arthroscopic rotator cuff repair and reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324pslc. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.